Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on testing, a 16-unit bolus using the patient's settings was performed and the pump emitted the appropriate "exceeds maximum 2-hour" warning. The 2-hour maximum limit was changed to 50 units. A normal 10-unit bolus and a 10-unit audio bolus was performed successfully and recorded in the pump history accurately. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump gave the "exceeds max 2-hour delivery" warning alarm. The issue was not resolved with troubleshooting. There was no patient injury associated with this issue.